Event description:
User received a discrepant troponin t result for one patient sample. Their current policy is to repeat any sample with elevated results. Initial result was 0.047 ng/ml, repeat results were less than 0.010 ng/ml, 0.038 ng/ml, less than 0.010 ng/ml and less than 0.010 ng/ml. Sample was also tested on another analyzer at the site which resulted less than 0.010 ng/ml. No results were reported from this analyzer. If additional information is received, appropriate notification will be provided.